Manufacturer narrative:
The cortisol ii reagent lot number was 744666 with an expiration date of 30-sep-2024. Qc was acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) replaced the sample probe and adjusted the liquid level detection (lld) positions. The water pressure and rinse functionality were checked. The customer has not complained of any further issues.

Event description:
The initial reporter questioned a low result for 1 patient sample tested for elecsys cortisol ii (cortisol ii) on a cobas e 601 module. The initial result was 4 nmol/l. The doctor questioned this result as it was "obviously incorrect." A new sample was obtained "later that day" and the result from an external laboratory using an e601 module was 280 nmol/l.

Manufacturer narrative:
Since the customer has had no further issues, an assay-related issue can be excluded. The event is consistent with a preanalytical issue as only 1 patient sample was affected, however, the field service engineer (fse) also replaced the sample probe and made some adjustments. The specific cause of the event could not be determined.